Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A field service engineer (fse) evaluated the iabp and replaced the following blood contaminated parts: tubing, blood detect, iabp, purge valve assembly,iabp, assy,safety disk,english, and assy crm english. The fse then completed a preventive maintenance with full calibration, functional testing and safety check to factory specifications. The iabp was then released back to the customer and cleared for clinical use. The event site was abbreviated as the full name exceeded maximum characters. The full name of the event site is "medstar franklin square med ctr".

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event reported in a medical device report (MDR) 2248146-2015-01041 also involved the iabp device which was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the device. It was reported that a patient was admitted to the cath lab with chest pain and EKG changes and subsequently was placed on iabp therapy on a cs100. No sites for ischemia were amenable to any intervention; iabp was inserted and patient was transferred to the intensive care unit (ICU) with improvement over 12 hours. Post transfer to ICU the iabp sounded an alarm indicating blood detected. The helium line was full of blood and the balloon was not inflating. Heparin was stopped for 3 hours, and then therapy was discontinued. The iab was found to be ruptured and was removed that same day and the patient was treated medically (treatment details were not specified). A replacement balloon was not inserted. Patient expired the following morning.